Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment has been returned with signs of contamination, evaluation unable to be carried out due to contamination present on the device. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The reported issue may be attributed to application technique. The IFU outlines a step-by-step guide for safe and effective application of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range. G1 MDR reporting contact name and address

Event description:
It was reported that during use the pico 7 device batteries loaded and check lights stayed on. The device did not start. Treatment was completed with back-up device.